Event description:
It was reported that the ilet display became partially unresponsive, with the bottom portion of the touchscreen not registering input, and a guided restart via the mobile app did not restore function, consistent with a device display/touchscreen malfunction. Symptoms included user inability to interact with on-screen controls at the lower portion of the display. Outcomes included interruption to normal device operation and the need for device replacement. Investigation included remote troubleshooting and advisement to restart the device. Investigation of this case revealed a persistent touchscreen failure localized to the lower screen area consistent with a hardware display interface issue. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the touchscreen hardware.